Event description:
It was reported that the zimmer dermatome was not harvesting skin properly-top plate slipping off the skin. Additionally clinical follow up indicated the donor site was only partially stripped and only a partial amount of the initial donor graft was usable for the planned wound coverage. An add'l donor site harvest was required. The customer stated there was an alternate device available to complete the planned procedure, the surgical time was not increased by 30 minutes or more, and there was no report of any other intervention.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.